Event description:
Reference number (B)(4). Event occurred in israel. On (B)(6) 2024, it was reported that the patient was hospitalized for a day in pediatric intensive care unit following diabetic ketoacidosis and for today sensor of patient works well and felt better. The patient admitted to hospital due to high blood glucose levels which was 260 mg/dl for one day and received IV insulin drip. The patient also received insulin injections for high blood glucose levels. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.